Event description:
Spontaneous. Pt's spouse reporting that after running for 6 hours the pump will alarm with no error message and medication is no longer running. They mixed new cassette and were able to continue infusion; no adverse effects reported. Affected cassette lot number 4163625/ expiration date 07/15/2026; not available for return. Pump serial number not provided. Patient was already sent a replacement pump on 12/03/2021 and pump does not seem to be the problem in this case. Patient sent replacement cassettes only. No other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.